Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a sudden increase to high/undefined superior vena cava (svc) coil and right ventricular (rv) coil impedances were observed on the rv lead. A fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.